Manufacturer narrative:
The adverse event reported describes an anticipated side effect according to the insightec IFU. The investigation for this event is still ongoing and this report will be updated once the investigation is finalized.

Event description:
Patient underwent focused ultrasound treatment to treat essential tremor. Two weeks after treatment, the patient began to experience weakness on the treated side.

Manufacturer narrative:
Treatment parameters were in line with the typical range. The system performance was found to be according to spec and as expected. No new risk has been recognized. There were no observed use or operation issues. The adverse event reported describes an anticipated side effect according to the insightec IFU. It appears that the cause of the weakness is most likely due to edema which also aligns with the treating physician's assumptions. Edema is a known side effect and typically transient.

Event description:
Patient underwent focused ultrasound treatment on the left side to treat essential tremor on the right hand. Two weeks after treatment, the patient began to experience weakness and incoordination on the right side